Manufacturer narrative:
Batch review performed on 07 april 2020: lot 188865: (B)(4) items manufactured and released on 22-feb-2019. Expiration date: 2024-02-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involved in the event: liner: mpact 01.32.3239hct flat pe hc liner ø32/c lot. 179359 (k103721). Batch review performed on 07 april 2020: lot 179359: (B)(4) items manufactured and released on 17-apr-2018. Expiration date: 2023-04-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Stem: amistem collared 01.18.230 stem collared ha coated std stem #0 lot. 176018 (k121011). Batch review performed on 07 april 2020: lot 176018: (B)(4) items manufactured and released on 31-jan-2018. Expiration date: 2023-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115). Batch review performed on 07 april 2020: lot 189638: (B)(4) items manufactured and released on 19-feb-2019. Expiration date: 2024-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and removed all implants and implanted an antibiotic spacer almost 11 months after primary. The surgery was complete successfully.